Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is under clinical study and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2017 as part of the (B)(6) clinical trial. On (B)(6) 2017, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the emr procedure was high-grade dysplasia (hgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On (B)(6) 2017, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 35 cm from the dental arch at 5 o¿clock. The estimated diameter of the lesion was 7 mm with a maximum circumferential extent of 30%. The lesion appeared superficial, elevated (0-iia). After lesion delineation, but prior to resection, endoscopic imaging was performed. Four resections were performed and immediately after lesion resection, endoscopic imaging was performed. Lifting was not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with the captivator emr cap/snare. Formalin was used to process retrieved resection specimens. One specimen was retrieved and histology showed cancer. Infiltration depth was t1m1 and radicality of deep resection margins was r0. Tumor differentiation data has not been reported yet. Lymphovascular invasion was not present. On (B)(6) 2017, an esophageal dysphagia was noted and was treated with carafate. The dysphagia was considered non-serious and mild, and related to the captivator emr device and procedure. The outcome of the event was reported to be recovering/resolving.